Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital personnel that the patient was never discharged from the hospital after implant and there wer concerns expressed that the pump was never functioning well. The log file submitted for analysis contained a low speed hazard event and 4 power elevations. On (B)(6), 2013, the patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.